Manufacturer narrative:
It was reported that an unknown number of incidents occurred wherein the syringes' plungers came off while administering medications (testosterone cypionate), resulting in medications leaking out from inside of syringes. The patients were reportedly administered with an unknown amount of the drug and patients did not receive therapeutic dosage. It was added that the patients had to return at a later date for additional medication administration. Due to the reported event and need for additional medication administration, this medwatch is being filed. Samples are not available for evaluation. A root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the syringes' plungers come off when administering medications. The patients had to return at a later date for additional medication administration.